Manufacturer narrative:
According to the customer, they "had to stick the patient twice" and when the rn removed the epidural catheter "it was noticed that the tip was not intact". The customer reported a CT scan was performed after the tip was noted to be missing. The customer reported that the patient was discharged without any further complications. The customer was unable to report if and how the tip was removed from the patient. Sample was requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, they "had to stick the patient twice" and when the rn removed the epidural catheter "it was noticed that the tip was not intact".